Event description:
Reporter stated that during use with patient the catheter broke distal to the filter. Catheter was removed successfully with no adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.